Event description:
A report was received that the patient was noted with a scab over the pocket site and was advised to take neosporin by the physician. The patient also complained that the generator was painful. The physician suspected skin irritation but could not exclude early cellulitis. The patient received pain relievers such as celebrex and avinza. The patient will have a pocket revision and ipg replacement.

Event description:
A report was received that the patient was noted with a scab over the pocket site and was advised to take neosporin by the physician. The patient also complained that the generator was painful. The physician suspected skin irritation but could not exclude early cellulitis. The patient received pain relievers such as celebrex and avinza. The patient will have a pocket revision and ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent revision wherein the entire system was replaced with a new one and was doing well following the procedure. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was noted with a scab over the pocket site and was advised to use neosporin by the physician. The patient also reported that the generator was painful. The physician suspected skin irritation but could not exclude early cellulitis. The patient will have a pocket revision and ipg replacement.

Manufacturer narrative:
Additional information was received that the system was explanted so the patient could receive additional coverage. The physician does not believe the pocket pain was device or procedure related.